Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery alarm. The customer went the doctor and had tests run and had no delivery and last night changed pump set and said no delivery and rewind it and told it I was detached when I wasn't and gave me 2.0u and a few minutes later said motor error and all night said no delivery off and on and gave myself insulin by force and out of town and don't have insulin with me. I woke up last tuesday morning and blood glucose was high, the customer's blood glucose at time of incident: 432 mg/dl. The customer's current blood glucose: 314 mg/dl. The customer advised she treated blood glucose with bolus through the insulin pump. The customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. The customer stated no air bubbles, kinks or bent along the infusion set. The customer stated no leaks were observed. The customer was asked to remove the infusion set to check for bent cannula, the customer declined. The devices will not be returned for analysis.